Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer reported that as a result of the low fill estimate, supplies were used up faster than expected and blood glucose (bg) was impacted (400 mg/dl). Customer reported that bg level was fine at time of the call.